Manufacturer narrative:
This is a combined initial/final report. A leica microsystems field representative performed interviews with the biomedical engineers of the hospital during on-site visit. The identified root cause for the observed issue, namely that the xenon bulb inside the m525 oh4 exploded, was that the user failed to follow the instructions for use. The interview of the leica field representative with the biomedical engineers revealed, that the original xenon bulb was replaced with a third-party xenon bulb which is not approved by leica microsystems. According to the user manual for the m525 oh4 only original spare parts shall be used. The third-party xenon bulb which was not approved by leica microsystems was removed and the user was advised to follow the instructions for use, i.e. To only use original spare parts to prevent a similar issue from reoccurring.

Event description:
Leica microsystems ((B)(6)) (B)(4) received a complaint from USA (user facility report (B)(4)) stating a loud bang was heard after the microscope was turned on. Nurse saw a blue light or spark and made a sizzling sound. The microscope was powered off, unplugged and removed from the room. It was later discovered that the bulb exploded inside the machine. The microscope was not used on the patient. There was no patient or user injury.